Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a1, a2, a3, a5, b3, b4, b5, d7, d11, g4, g7 additional: h1, h2, h4, h6, h10 d11 medical products: articular surface with locking screw; p/n: 00599404210, l/n: 60835456 stem extension offset; p/n: (B)(6), l/n: 62075759 distal only femoral augment; p/n: (B)(6), l/n: 62403373 distal femoral augment block; p/n: (B)(6), l/n: 61732655 stem extension straight; p/n: (B)(6), l/n: 62541066 all poly patella; p/n: (B)(6), l/n: 62034501 femoral component; p/n: 00599401791, l/n: 62115663 stemmed tibial component; p/n: 00598004702, l/n: 62743311 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was experiencing instability in the knee. Subsequently, the patient had an arthroscopic procedure and the surgeon found that the screw had backed out from the tibial baseplate. The screw was tightened back into place which initially resolved the instability. However, the patient had a revision procedure due to the screw backing out for a second time resulting in poly wear, pain and instability. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b4, b5, g4, g7. Additional: h1, h2, h3, h6, h10. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following; nexgen products were implanted for a stage 2 revision due to infection. The patient complained of pain and instability. An arthroscopy was performed and found that the articular surface screwed backed out by 2 mm, and was re-tightened. Tests were negative for infection. The patient was then revised for the screw backing out again by 2mm. The articular surface and screw were removed and replaced. There was delamination and pitting of the poly, with signs of wear. Movement of the poly was secondary to the screw backing out. Synovitis was noted. The new poly and screw was implanted, with the screw torqued to 95 (with witnesses) per surgical technique. DHR was reviewed and no discrepancies were found. This is a known inherent risk of procedure. Root cause was unable to be determined. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient was experiencing instability in the knee. Subsequently, the patient had an arthroscopic procedure and the surgeon found that the screw had backed out from the tibial baseplate. The screw was tightened back into place which initially resolved the instability. However, the patient has again experienced instability; however, no further medical intervention has been reported to date. No additional patient consequences were reported.